Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set would not connect properly to a non-baxter blood transfer device. The reporter stated that the non-baxter device was not locking to the set. This occurred during set up. There was no patient involvement. No additional information is available.